Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4) according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed in the common bile duct on (B)(6) 2016. According to the complainant, during the procedure and while the naviflex rx delivery system was inside the patient, the guide catheter broke off and logged inside the double pigtail stent. The stent and remaining guide catheter were retrieved from the patient. The procedure was completed with a second naviflex rx delivery system. There were no patient complications as a result of this event and the patient's condition at the conclusion of the procedure is reported to be "fine".